Event description:
It was reported that when using the bd pyxis¿ medstation¿ es msupx1 medfridge lock was coming off the refrigerator door. The customer was able to access the refrigerator; however, the lock appeared to be close to falling off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager refrigerator lock was broken. A field service engineer (fse) addressed an issue with the srm latch falling off. The latch was removed from the refrigerator door, and adhesive residue was cleaned from both the latch and the door surface. New adhesive was applied and the latch was reinstalled, resolving the issue. The customer cleared, closed, and opened the refrigerator door multiple times to verify proper operation. The system functioned as intended after the field service engineer repaired the device.